Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, upon first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported and the patient status was in good condition.